Event description:
It was reported that the patient experienced a sharp pain at the implant site that would cause her to double over. The pain would come and go. The patient did not specify when it happened, only that it happened every so often. The device was not working and had not been used in a long time. The patient was going to monitor in what situations the pain occurred. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1997. Product type: extension: product ID 3586, serial# (B)(4), implanted: (B)(6) 1997. Product type: lead: product ID 3425, serial# (B)(4), implanted: (B)(6) 1997. Product type: transmitter. (B)(4).